Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not yet available.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.

Event description:
Additional information received indicated oversensing due to noise was noted on the right ventricular (rv) lead.